Event description:
The customer reported the unit will not hold battery charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not hold battery charge. There was no report of pt involvement. The device was evaluated at philips and the issue was clarified. The device failed to charge the battery on ac power. The ac power supply was found to be defective. Replacing the ac power supply resolved the reported issue. The device passed testing and was returned to the customer.